Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient demographics not provided.

Event description:
It was reported that the staff experienced patient side occlusion alarms with patient having peripheral access. Although requested, no further details were provided by the customer for this event.